Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of 370-375 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection to address the issue. Customer went to the emergency room on (B)(6) 2023 with moderate ketones and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline, insulin, and magnesium and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.